Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report low blood glucose levels. The caller also reported that he had a sensor that got stuck in the serter. The caller reported discrepancies between the sensor and blood glucose levels. The customer's blood glucose level was around 20 mg/dl, but the sensor glucose reading was 90 mg/dl. The caller stated the customer had cancer. The customer tried to treat with orange juice. The caller declined to troubleshoot. Nothing was replaced or returned for analysis.